Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on march 30, 2020 with lot number received device lot number blurry and catalog number 68hp-350cc. Analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: striated punctured on anterior and posterior, opening crease sharp on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated punctured on anterior and posterior assessed as surgical damage like consistent in the use of some surgical tool and a sharp crease opening on radius assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015 and 19/oct/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.